Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the wire encountered resistance (stickiness) during use. Factors that may contribute to resistance (stickiness) during use include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported resistance (stickiness) cannot be determined. Furthermore, it was reported that during advancement of a balloon catheter over the wire, the balloon encountered resistance, and the tip or the wire prolapsed. This interaction suggests that the tip may have been damaged; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the physician has experienced issues with the bmw universal ii guide wire (gw) that were used in the left anterior descending artery, right coronary artery, left circumflex, obtuse marginal, and the diagonal artery. While crossing the lesion the tip of the gw gets stuck in the lesion and there is some stickiness. The gw subsequently starts forming a loop when other accessories [balloon catheter] are advanced over the wire. Although a delay was reported there were no adverse patient effects therefore the delay was not clinically significant. No additional information was provided.